Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was experiencing ECG dropouts while in patient use. The patient was moved to another replacement transmitter, with the same leads and there were no issues. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing ECG dropouts while in patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was experiencing ECG dropouts while in patient use. The patient was moved to another replacement transmitter, with the same leads and there were no issues. No reports of patient harm. Investigation summary: the device was returned to nihon kohden for evaluation. The evaluation remarked that the device showed evidence of previous fluid exposure. There was discoloration beneath the screen, the battery contacts were corroded, and the ECG socket had significant residue buildup. The reported issue of ECG dropouts was confirmed, and the cause was attributed to hardware malfunction in the ECG socket, secondary to fluid exposure. A review of the device's complaint history by serial number reveals no previous issues. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing ECG dropouts while in patient use. No patient harm was reported.